Event description:
It was reported that an infection occurred. The patient was in the (B)(4) study. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis cannot be completed at this time due to pending litigation. Product event summary: the partial lead was returned in segments. A proximal portion was received measuring 15.5 cm. A medial portion was received measuring 15.5 cm. A distal portion was received measuring 15.5 cm. No anomalies were noted on visual exam. Analysis could not be performed due to legal restrictions. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 6949 implantable tachy lead competitor; 7122q implantable tachy lead competitor; 100706 implantable cardioverter defibrillator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.